Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 20mm x 2.5mm, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.50 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. Upon removal, it was noted that the tip of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.